Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while stapling a vessel, the device would not fire. They used another type of device to complete the case. No patient injury.